Manufacturer narrative:
Method code: the product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, four heartstring iii seals failed to load. The seals stayed in the loading devices and did not roll properly. A new kit was used to complete the procedure. There were no pt effects. The products were discarded.